Event description:
Pt was revised to address pain, vibration, metal wear, and high ion levels. Additional info: pt with a history of osteoarthritis underwent a left total hip replacement in (B)(6) 2008. Depuy implants used: model no 9998-90-251; lot no 2521170; model no 9998-90-353; lot no 2533233. The pt developed knee pain, vibration, increased frictional wear and high ion levels. On (B)(6) 2010, he underwent revision of left total hip replacement, acetabulum and femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional info from user facility report: (B)(4).